Event description:
It was reported that a system revision was performed due to out of range pace impedance measurements when it comes to this right ventricular (rv) lead, as well as noise recorded by the device. The noise was reproducible and impedance fluctuations were also reproduced. The physician disconnected the lead and confirmed that the lead was not well seated in the device header. The rv lead was then re-connected to the device and noise was no longer seen and the pace impedance measurements were in range. No additional adverse patient effects were reported. The system remains implanted.